Event description:
Customer reported an issue with the beneview monitor, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the gas module. Unit was calibrated and safety tested to factory specifications.